Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was contaminated and the stent graft was partially deployed for a length of 4mm. The submitted image shows the same device. The target vessel was reportedly neither calcified nor torturous. The system was flushed and the right accessories were used. Additionally the proximal end of the stent graft should be placed in a straight section of the lumen prior to deployment. In this case these steps were reportedly followed. Based on the provided information the investigation is closed with a confirmation for partial deployment. The reported use of the device to treat an aneurysm is an off-label use. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' In this case the device was flushed. Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In this case the device was placed in a straight section of the lumen and straightened prior to deployment. Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. In this case the right accessories were used, it also contains the following precaution: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established'. H10: d4 (expiry date: 06/2024), g3. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent graft placement procedure in left iliac artery through right femoral artery access, the stent was allegedly unable to be released. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in left iliac artery through right femoral artery access, the stent was allegedly unable to be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).